Event description:
I have a philips respironics dreamstation CPAP machine. It began having black particles in the water chamber, and I began having a cough, 'runny eyes,' and sore throat. Learned it was recalled on 06/15/2021. I cannot sleep without the CPAP, so I am going to my sleep dr on (B)(6) 2021 to see if I can get another machine and what harm this has done to my body.